Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
The complainant in japan reported that the patient was placed on impella cp for cardiogenic shock due to cardiac sarcoidosis. Six days later, bleeding occurred from the lumbar artery and interventional radiology (ivr) was performed. A follow-up computed tomography (CT) scan in the morning showed dissection. Impella was removed to treat the descending aorta. It is judged that the dissection of the descending aorta was caused by the ivr procedure. The cause of the bleeding was not related to impella but because heparin was administered, it may not be possible to say that there is absolutely no connection between the bleeding and impella. The physician judged that the bleeding was due to inflammation caused by cardiac. It was further reported that on the same day as the dissection of the descending aorta, lower limb ischemia was also observed, so stent placement was performed. The patient survived the event.

Manufacturer narrative:
The investigation for the vascular damage and limb ischemia has been completed. No product was returned for analysis. The clinical does not mention any instance of excessive force or relevant patient condition issues. The root cause of the vascular damage - peripheral vessel and limb ischemia was not determined as limited clinical information was provided. Corrections to the initial MFR report: g1 MDR reporting contact email.